Event description:
Wire sheared off when removing from pt. A portion of the wire came a part from the core and was at a point loose in the vasculature. The physician then retrieved the dislodged wire portion prior to the end of the exam.